Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error message of medium alarm acknowledged: loss of power occurred while running even though patient just changed the batteries. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.